Manufacturer narrative:
Additional information: (d) device expiration date. (H) device manufacture date. Investigation results: no abnormality was found in the product manufacturing process; all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant launched CAPA to trace and investigate its root cause. After the investigation, it was found that leakage was caused by the septum (component of product) abnormality. Relevant improvement measures have been taken: clearly defined the placement time of the septum after production to ensure it undergoes sufficient cross-linking reaction. The factory will continuously track and analyze such complaints.

Event description:
No additional information.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, the patient was admitted for ischemic cerebrovascular disease. After the nurse inserted an IV catheter, leakage was observed at the isolation rubber stopper of the indwelling needle, rendering it unusable. The catheter was immediately replaced.